Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Left atrial appendage was torn when barbs of the tigerpaw system ii device were applied. The second tigerpaw system ii device was successfully used to complete procedure. The surgeon thinks that used wrong jaw length (9 connectors instead of 7 connectors) why it was not fitted the appendage. No known patient effect. No blood lost referred to this event.